Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) was received and the customer report of non-recoverable fault was confirmed and replicated. The reported error initializing sensor was confirmed pointing to a hall sensor in the logs. During visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component immediately triggered the error. The motorpack was then disassembled for further investigation and using a multimeter, found continuity on the axis 5 hall sensor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the issue. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.

Event description:
Prior to the start of a da vinci-assisted surgical procedure, a customer reported repeated recoverable and non-recoverable system faults to intuitive surgical, inc. (Isi) technical service engineer (tse). The robotic coordinator confirmed that the procedure was a transoral robotic surgery (tors) for a tongue base tumor resection. Due to the system issues, the surgeon opted to complete the procedure using a laryngoscope. There was no injury to the patient. The site informed isi that they had performed both power cycling and hard cycling on all system components, but the faults persisted. The tse guided the customer through an extended hard cycle on the patient side cart (psc), but the issue remained unresolved. Additionally, the customer identified physical damage and exposed cabling on patient side manipulator (psm) #2. Despite all troubleshooting efforts, the fault could not be cleared.